Manufacturer narrative:
It was reported that the compressor generated low pressure alarm during pre-use check. The onsite investigation performed by the field service engineer (fse) concluded that the compressor tubing was leaking. The problem was solved when a 10000 hour kit (including the compressor tubing) was replaced. The compressor passed function test and no more low pressure alarm was generated. No part was returned for investigation, therefore the root cause for the leaked tubing could not be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the compressor generated low pressure alarm during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).